Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery was charging slower than normal, taking longer than the typical 1-2 hours to charge that the customer would normally experience. The customer confirmed they were not receiving any alerts or alarms relating to this issue, and that the battery was still able to charge successfully. There was no impact to the customer's blood glucose level. Reportedly, the customer would use manual injections as alternate insulin therapy.